Event description:
Guidant received information that this implantable device and leads were explanted secondary to a patient infection. Guidant received additional information that during the extraction, this transvenous defibrillation lead separated at the distal coil. The distal portion of the lead was unable to be removed during the initial procedure. The patient was referred to the operating room for a further invasive procedure. There were no adverse patient affects reported.